Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. Per the operative report of 2009, the patient was returned to the surgical intnsive care unit in critical condition. No details regarding the patient's death were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. No further information regarding the patient's death was received. It remains unknown if the device was explanted. A device history record review is currently in process.